Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an onsite investigation. The image processor computer cards were reseated. The power supply was checked and the pc guard was deactivated. The system was tested and operates as intended.